Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy (atp) for a super ventricular tachycardia (svt). The device was reprogrammed. The patient was fine before and after the changes were made.